Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify how the cartridge was distorted inside the sealed package? No information. Was the cartridge missing the staple retaining cap? No information. Was the plastic portion of the cartridge damaged? No information. Was the metal cartridge pan separated from the plastic portion of the cartridge? No information. Was there any foreign matter observed in the package? --- no information if yes, please describe. Na.

Event description:
It was reported that before a semi-open pneumonectomy, it was found that the cartridge was distorted inside the sealed package. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # l54427. The analysis results showed that one ecr45b reload was received unfired, with the pan dislodged and bent. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.